Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the bag was disengaged, partially folded, and the pull ring was seated in the handle. Biological residue was noted on the bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture the conditions noted suggest that the gold ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device bag tore prior to containing specimen. They opened another of the device to complete the procedure. No patient injury noted.